Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-08376. It was reported that during a coronary artery stenting treatment procedure, sluggish flow was observed. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was a de-novo bifurcated long lesion extending from proximal to mid left anterior descending artery (lad) with 90% stenosis and was 22mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain. Cardiac enzyme was elevated and ECG suggested a non q-wave myocardia infarction. The patient experienced ischemic symptoms and was hospitalized. 75-94% stenosis was noted in the proximal left circumflex artery (prox lcx), which was treated with balloon angioplasty using a 4.00x12mm apex balloon catheter and placement of a 4.00x20mm promus premier stent. Following post-dilation, sluggish flow was observed, which was treated with nitroglycerine. The event was considered resolved without residual effects and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).